Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was replaced to resolve the reported issue.

Event description:
The hospital reported the caster wheel broke off the base of the unit. The unit did not tip operation room fall and there was no patient injury.